Event description:
The patient was implanted with a left ventricular assist device. It was reported that on an unspecified date the patient was admitted with a driveline infection. The source of the driveline infection was noted to be (B)(6) with an associated hematoma. The patient was treated with nafcillin IV and was transitioned to bactrim. It was reported that the driveline infection reoccurred and the patient was placed back on IV antibiotics. A possible surgical debridement is being considered in the future. No additional information was received.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.